Manufacturer narrative:
On 05/31/2022, the distributor confirmed with the end user that the affected device will not be returned for evaluation and therefore no root cause could be established.

Event description:
On 05/31/2022, infutronix received a complaint from a distributor on behalf of an end user: "the tubing became disconnected at the distal end of the cassette while receiving their therapy" device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.